Event description:
Dr (B)(6) stated the patient had increased ion levels with associated pseudo tumor verified by MRI. He removed the head and liner and replaced with a new liner and a universal biolox head and sleeve.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a neutral 36 mm liner. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.